Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was located in the calcified atrioventricular (av) branch. After crossing the lesion, the balloon ruptured at 18 atm. The number of inflations and to what atms is unk. No pt injuries or complications were reported. The pt's status is reported as "good".